Event description:
Same case as #6000093-2005-01020, 01021, 01022, 01023, 01025. It was reported, by a pt as instructed by their physician, that post multiple coronary drug eluting stenting treatment procedures, the pt experienced severe hives, itching and hair loss. The pt has a total of 19 stents implanted from various manufacturers. 6 taxus express2 stents of unknown sizes were implanted in the past 18 months. 2 taxus stents were placed 8/05, 1 taxus stent 4/05, 1 taxus stent 11/04 and 2 taxus stents 3/04. The pt also has had 2 cypher stents implanted. It is not known when the cypher stents were placed. Patient has been taking plavix for the past three years. An allergist consultation was scheduled for the end of august. Physician contact has not been possible due to inaccurate phone numbers that were provided.